Event description:
The hospital reported that a crack in the base plate was noted approximately five hours after initiation of bypass. No leakage was noted during set-up. The device was changed out and the patient not affected.